Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set had brown specks embedded on the inside of the tubing, in approximately the middle of the set. This was noticed when the set was removed from its overpouch and before patient use. There was no damage noted with the overpouch or the shipping box. The set was not used after noticing the issue. There was no patient involvement. No additional information is available.